Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported that he was found unconscious at his home with his blood glucose reading of 80.7 mmol/l (1,453 mg/dl). They rushed him to the hospital and gave him oxygen. They placed him on an infusion of nacl and novorapid. He is still currently at the hospital at the time of the call.